Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the luer lock connection became disconnected and the customer was unable to reconnect the connection. There was no impact to the customer's blood glucose level. Recommendation was made to change the tubing. The customer indicated that the tubing would be changed.